Event description:
During preparation for use of the device for a endoscopic vein harvesting procedure, the user reported the light post was stripped. No other details regarding the nature of the event were provided. An alternate device was employed for the procedure. The endoscope was originally returned for a blurry image. The user reported the surgical procedure was completed successfully and there were no adverse consequences to a patient as a result of this event.

Manufacturer narrative:
Evaluation in progress but not yet concluded.